Event description:
Procedure type: colectomy. According to the reporter: there was a staple line leak. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used.

Manufacturer narrative:
(B)(4).